Event description:
Complainant alleged that during a routine shift check by a clinician the device, when powered up, sounded off with one beep, then three beeps and then a constant tone. The device also displayed a dot on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.